Manufacturer narrative:
A ge healthcare service representative replaced the ventilation control board per approved quote for repair from customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a "system failure service required" message on the display. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the system failure encountered would prevent the use of the system. The initial MDR was therefore not reportable. Additional information was received stating that the system failure encountered would prevent the use of the system. The initial MDR was therefore not reportable.